Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose in the 300s while operating in bg run mode and awaiting a replacement sensor, and later reported fluctuating glucose that returned to range with a reading of 87; the user was guided through an infusion set and cartridge change for a cd steel 23 inch 6 mm infusion set, including rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and successful troubleshooting and education with blood glucose returning to target range. Investigation included user-led troubleshooting, education on proper infusion set and cartridge change, and confirmation of therapy continuation in bg run mode. Investigation of this case revealed no device alarms or malfunctions and no identified device component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.